Manufacturer narrative:
Product ID 977a2 lot# unknown serial# implanted: explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had a lead revision on (B)(6)2019 and the lead was removed.

Manufacturer narrative:
Analysis findings for the lead revealed the lead body conductor was broken at the injex anchor site. All conductors were broken 27.8 cm from the distal end. Codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from manufacturer representative (rep) reported a possible fracture in the lead causing an intermittent open circuit. Additional information received reported that the patient contacted the rep to advise that their stimulation had stopped. The patient was seen a number of times with variable impedances which were stopping the groups form working. The issue was observed during use. Troubleshooting performed included impedance check done and high impedances varying across the lead. They tried to program across different electrodes to give different options of therapy, however, this was challenging as device kept going into out of regulation (oor) due to impedance issues. Patient later told the rep that all groups had stopped working. The device was not working. The cause was a possible lead fracture. The issue was not resolved but the patient was booked onto the urgent list for lead revision. No further complications were reported or anticipated.